Event description:
The complainant reported that an impella cp pump was implanted to support a patient admitted for a high risk percutaneous coronary intervention (hrpci). The pump lost placement signal but, remained on without any harm or injury for the hrpci for 0.25 hours.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Pump was returned and investigated. The "placement signal not reliable" alarm cound not be reproduced. Data logs were not returned for investigation. Without the data logs the failure cannot be further investigated. Therefore, the root cause of the optical signal issue was not determined since the failure cannot be reproduced and data logs were unavailable.